Event description:
It was reported that the pt experienced a fall approx two months ago. Since the fall stimulation has been inadequate. It was reported the pt has been experiencing soreness at the ipg site.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.